Manufacturer narrative:
Qn#(B)(4). Although a lot number was not reported, a potential lot number was found through the sales history. The potential lot number is 73b2100299. Per DHR the product visistat 35w 6/box lot # 73b2100299 was manufactured on 02/10/2021 a total of (B)(4) pieces. Lot was released on 02/22/2021. DHR investigation did not show issues related to complaint. The customer returned one unit of 528235 visistat 35w 6/box for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned sample revealed that the first three staples appeared misaligned. The stapler was returned with (B)(4) staples remaining in the cover block. The trigger was not engaged. Signs of use in the form of biological material were present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staple fired. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the staples was preventing the staples from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. No other defects or anomalies were observed with the device. It could not be determined what exactly caused the staples to misalign. A nonconformance has been opened by the manufacturing site to further investigate visistat jamming issues. It could not be determined what caused the staples to misalign. A nonconformance has been opened by the manufacturing site to further investigate this visistat jamming issue. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the sample received. Visual examination revealed that the staples appeared to be misaligned. Upon functional inspection, the misalignment of the staples prevented any staples from firing. The sample was disassembled, and no other defects or anomalies were observed. It could not be determined what caused the staples to misalign. A nonconformance has been opened by the manufacturing site to further investigate visistat jamming issues.

Event description:
The staple was jamming.

Event description:
The staple was jamming.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
Qn #(B)(4). DHR review could not be conducted since the lot number was not provided. From the pictures attached was unable to be confirmed failure mode reported as "misfire/jamming - staples not firing". However it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective acti ons. P/n 528235 is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 13 staplers were taken from the current production from p/n 528435 deroyal surgimate 35w 24/ case lot# 73l2101075 the staplers were functionally inspected and issue reported "misfire/jamming - staples not firing" was not observed in the current manufacturing process, the staples were loaded and released correctly. Revision of fmea-08-028 rev 05 was performed and the failure mode is already including it, no update is required. Failure mode "misfire/jamming - staples not firing" could not be confirmed with picture attached, however it is necessary to receive the physical sample to perform a proper investigation, determine root cause & implement corrective actions. Failure mode "misfire/jamming - staples not firing" could not be confirmed with picture attached. However it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions.

Event description:
The staple was jamming.